Event description:
It was reported a minicap extended life pd transfer set leaked; further described as "fluid was leaking from the extender, despite the extender being closed". This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and a broken occluder leg was observed. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.